Event description:
The rptr indicated that the pt presented in back-up mode upon inquire. The device was then successfully reset out of back-up mode. The pt stated that he was walking, felt bad, sat down, and remembered two shocks. He denied being near any emi sources.